Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence, and the piston on the pump did not fully retract, so a cartridge could not be loaded onto the pump. Additionally, it was reported that a malfunction alarm occurred. During troubleshooting with technical support the customer loaded a new cartridge, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.